Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision not taken place. Asr xl - right hip. Reason(s) for revision: unknown and not revised. Bilateral: see com (B)(4) for left hip. Update aug 15, 2017: email notification from kennedys received. Patient was revised for unknown reasons. Date of revision was updated. This complaint was updated on aug 22, 2015.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) used to capture the device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Asr revision not taken place. Asr xl - right hip. Reason(s) for revision: unknown and not revised. Bilateral: see (B)(4) for left hip. Update aug 15, 2017: email notification from kennedys received. Patient was revised for unknown reasons. Date of revision was updated. This complaint was updated on aug 22, 2015. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision not taken place asr xl - right hip reason(s) for revision: unknown and not revised bilateral: see com (B)(4) for left hip update aug 15, 2017: email notification from (B)(4) received. Patient was revised for unknown reasons. Date of revision was updated. This complaint was updated on aug 22, 2015. Update dec 21, 2017: claimsuite alert received. Claimsuite alert alleges that the patient was revised to address pain and pseudotumor. This complaint was updated on: january 02, 2018. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claimsuite alert alleges that the patient was revised to address pain and psuedotumor.